Manufacturer narrative:
A customer from (B)(6) alleged an increase in false positive results while using the cobas 6800/8800 assay. None of the positive results were released and no harm has been alleged. Based on the limited information, the investigation did not identify any product problem. (B)(4)

Event description:
A customer from (B)(6) alleged an increase in false positive results while using the cobas 6800/8800 assay. The customer could not confirm the total number of alleged samples or whether any were retested. None of the positive results were released and no harm has been alleged.no further information regarding sample collection, customer workflow or test results was provided. Based on the limited information, the investigation did not identify any product problem.